Event description:
The pt reported experiencing e4 (occlusion) errors on the infusion device that has contributed to elevated blood glucose (values not provided). The pt changed the infusion site and tubing several times in an attempt to resolve the issue. The pt switched to another infusion device, and his hba1c decreased from 8.0 to 7.6. The pt also reported that he feels there is an issue with the up and down buttons of the infusion device, and that boluses are not delivered properly. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.